Manufacturer narrative:
Additional information provided: report source. The customer¿s report of an over infusion was not confirmed. Physical inspection showed the device's pivot latch screw was loose/backed out but was not interfering with normal door operation. Review of the pcu event logs determined the date of the reported event was (B)(6) 2016. At 7:01am, a basic infusion was programmed with a rate of 15ml/hr and a vtbi of 15ml. A few seconds later, a secondary infusion was programmed using guardrails for magnesium sulfate 4gram/100ml; an 8 hour duration was entered resulting in a default rate of 12.5ml/hr and a vtbi of 100ml. Between 7:03am and 7:29am, thirteen air in line alarms were recorded followed by the pump being restarted. Between 7:14am and 7:31am, five flo stop open alarms were recorded followed by the door being closed and the pump being restarted. Between 7:13am and 7:31am, the pump was also paused five times and restarted. At 7:35am, the pump module was channeled off. The secondary volume infused recorded for this period was 3.461ml. Testing of the pump module door close/open function confirmed proper closure of the door and safety clamp fitment. Rate accuracy testing found the device to be infusing within specification. The root cause of the customer¿s report of an over infusion was not identified. The administration set in use was not returned for investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient's magnesium level was low and they programmed a pump to infuse 4 grams to be given over 8 hours at a rate of 12.5 mg per hour. The pump module had a few air in line errors, was corrected however about 30 min later, another air in line caused staff to look at the pump module again to find the magnesium bag to be empty and the secondary line was1/4 full. The customer did not specify the total time the magnesium had been infusing at the time it was discovered to be empty. There was no patient harm.